Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects reported in the articles are captured under a separate medwatch report. Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, ischaemic heart disease, coronary artery bypass graft, stroke, diabetes mellitus, hypertension, chronic kidney disease. Some of the complications reported were death, heart block, arrhythmia. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, "prevalence and progression of lv dysfunction and dyssynchrony in patients with new-onset lbbb post tavr", was reviewed. The article presented a retrospective, single center study on the impact of new-onset left bundle branch block (n-lbbb) developing after transcatheter aortic valve replacement (tavr) on cardiac function and mechanical dyssynchrony. Devices included in this study were portico, edwards sapien 3, and allegra. The article concluded that n-lbbb after tavr results in an immediate reduction of cardiac function, in spite of only mild dyssynchrony. When lbbb persists, patients with better cardiac function before tavr are more likely to have lbbb-induced left ventricular dysfunction after tavr. [The primary and corresponding author was andrei margulescu, department of cardiology, morriston regional cardiac centre, morriston hospital, swansea, sa6 6nl, UK, with corresponding email: (B)(6). The time frame of the study was from october 2018 to september 2021. A total of 55 patients were included in the study, 38 patients in n-lbbb group and 17 patients in chronic pre-existent lbbb (c-lbbb) group. A total of 33 out of 55 (60%) patients received an abbott device. The average age was 83.2 years for patients in the n-lbbb group and 82.7 years for patients in the c-lbbb group. The majority gender was female. Comorbidities included atrial fibrillation, ischemic heart disease, coronary artery bypass graft, stroke, diabetes mellitus, hypertension, chronic kidney disease.